Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568-45 lead, implanted on (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had gradually rising impedance and the pacing impedance was now high. Elevated pacing threshold and loss of capture were also noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.